Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. FDA correction/ removal reporting no.: 3008812560-10/26/2020-001-c. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, an unknown procedure was performed, ria 2 was used with reamer head and the tubing scrunched up due to excessive force. The reamer head broke. On the ipsilateral side a dynamic hip system (dhs) was inserted but the lag screw was ripped during insertion. On the contralateral side two distal fibula plates ended up cross threading the variable angle (va) locking holes. There was a surgical delay of 10 minutes. Concomitant devices reported: ria 2 bone harvesting kit 520mm sterile (part number 03.404.000s, lot unknown, quantity 1) dhs®/dcs® one-step lag screw 12.7mm thread/95mm (part number 280.295, lot unknown, quantity 1). 2.0mm thrdd guide f/ 2.7mm scr va and lcp (part number 03.133.008, lot unknown, quantity 1) 2.7mm va-lcp lateral distal fibula plate/7 holes/right (part number 02.118.408, lot unknown, quantity 1). 2.7mm va-lcp lateral distal fibula plate/5 holes/left (part number 02.118.405, lot unknown, quantity 1). This report involves 1 10.0mm reamer head for ria 2 sterile. This is report 1 of 4 for (B)(4).